Event description:
After the coronary stenting procedure, it was noticed that the stent was slightly inflated when it was retrieved outside of the pt. The target lesion was the distal left anterior descending artery. It is unk if the lesion was a de novo, but was heavily calcified and moderately tortuous. There was 90% stenosis. The physician did not indicate any anomalies prior to use. Pre-dilation was conducted with a balloon (2.5 mm) and then a cypher (3.0/13 mm) was delivered to the target lesion, but it would not cross the target lesion. Therefore, pre-dilation was conducted again and the cypher was redelivered, but it did not cross the target lesion. The stent delivery system was withdrawn while the stent was on the balloon and the stent was observed to be slightly inflated for some reason when it was retrieved outside of the pt. To finish the procedure, the physician tried to deliver a different stent (taxus liberte 3.0/12 mm), but the delivery was unsuccessful. Eventually, the procedure was finished successfully with conducting only poba. It was noted that the balloon of the stent delivery system was not inflated while it was in the pt. There was no pt injury reported.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.